Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The event occurred after 3 hours of insertion and the insertion site was at thigh. The set was in use for less than a day. The blood glucose level the time of event was 425 mg/dl. The patient resolved the event with correction bolus via pump followed by replacing infusion set and resumed insulin deliveries successfully company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.